Manufacturer narrative:
(B)(6). (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture of device. Device has been explanted. This relates to the right device.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6)2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported rupture of device. Device has been explanted. This relates to the right device.